Event description:
Reporter noted facility had three cases of endophthalmitis over five weeks with two different doctors. All pts were referred to a retinal specialist. No "ppv" done and pt improving. Follow-up indicated pt was worse; was 20/70 now 20/400. Had intravitreal antibiotics, oral and topical steroids, and "tap", but no "ppv". Surgeon does not fault system.